Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305760 and lot number 2301004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The samples were inspected and no defects were observed with the safety mechanisms. It was possible to activate the safety shield by following the instructions for use. Based on the investigation results, an exact cause could not be determined for the reported incident. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached and the needle pricked the nurse's hand. The following information was provided by the initial reporter: the department reports that the subcutaneous needle securing element detached from the rest of the needle when securing the needle after injection of the product daratumumab (monoclonal antibody by subcutaneous route). The needle twisted, pierced the individual protective glove and pricked the nurse's hand.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached and the needle pricked the nurse's hand. The following information was provided by the initial reporter: the department reports that the subcutaneous needle securing element detached from the rest of the needle when securing the needle after injection of the product daratumumab (monoclonal antibody by subcutaneous route). The needle twisted, pierced the individual protective glove and pricked the nurse's hand.